Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was shocked for t-wave oversensing. It was noted that the patient had a change in medications over a year ago which has decreased r-wave amplitudes. It was suspected that the rhythm was either flutter or supraventricular tachycardia (svt). Auto-setup selected primary sensing vector for best morphology. The field representative noted that at implant, they did not select primary because there was some noise. Now there is not much noise, just a n marker per 10 second strip. The field representative plans to have the patient walk up and down the stairs while assessing the signal in the new sense vector to make sure there was no changes with rate. Boston scientific technical services (ts) discussed exertion testing and xyphoid incision manipulation and isometrics to make sure there is no sustained noise and n markers. No further issues have been reported and there were no adverse patient effects. The field representative was contacted and confirmed that all sensing vectors were checked and recorded. Primary was the best vector visually and according to the device. The patient was recorded while walking and climbing stairs with no noise seen on device in primary vector. The device was programmed to primary with a 1x gain.